Event description:
It was reported a balloon used to dilate an artery. After the pta, the balloon was deflated. The balloon would not re-enter the cook 6fr introducer upon removal. The whole system had to be removed.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned sample was evaluated. The result of the investigation is confirmed, root cause unk. The catheter was stuck in a cook 6f introducer with approx 25mm protruding from the distal end. The protruding end had a bulbous shape and appeared to be filled partially with contrast media. The bulbous shape of the balloon suggests that the balloon may not have been fully deflated. Approx 1cm of the proximal end of the introducer sheath was severely accordianed. The introducer was 29.5cm from the distal tip to the hub. The long length of the introducer sheath may have contributed to the difficult fit. There were no other visible defects noted on the catheter shaft. A .035 inch guidewire was inserted and the balloon was removed distally out of the sheath. The balloon could not be inflated or deflated because of the sample condition. The result of the investigation is confirmed, root cause unk. Since this lot was released, an enhanced in-process mfg check was implemented to assure proper introducer fit. The info for use (IFU) for this device states: caution: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.